Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant.